Event description:
It was reported that the largebore 8 inch ext vlv had flow issues, would not flush, and fluid/blood splashed back onto the health care professional. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "connector would not flush and the fluids/blood shot back to the hcp. Hcp was splattered on when trying to provide access to the patient".

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the connector would not flush and the fluids/blood shot back to the hcp could not be verified due to the product not being returned for failure investigation. A device history record review for model 20059e lot number 20119629 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated. A complaint history check was performed and this is the 11th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20119629 regarding item #20059e. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20119629 regarding item #20059e.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the largebore 8 inch ext vlv had flow issues, would not flush, and fluid/blood splashed back onto the health care professional. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "connector would not flush and the fluids/blood shot back to the hcp hcp was splattered on when trying to provide access to the patient"